Event description:
The report stated that the customer was using the generator and finished using the electrosurgical pencil and put it in the holster. Suddenly an activation sound was heard and all the lights had lit up on the generator. They tried pressing button on pencil to shut off and didn't work. Assuming the pencil had malfunctioned, they connected a new pencil and identical thing happened. The 2nd pencil was returned with the generator.

Manufacturer narrative:
Testing of the generator found two unrelated issues which would not contribute to the reported occurrence. One was a mechanical issue with the fuses. The other was an out of specification voltage. The activation circuit was specifically tested and no fault could be found. One error code was found - "handswitch or cut key may be stuck" was found in the error log. The error code is a sail safe that shuts down the unit. The pencil was tested separately with a known good generator, a test box and also with the site generator. In all cases, the pencil activated normally and no latch on or self activation could be duplicated.